Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. While removing the delivery system and capsule, the physician noted that the capsule had been torn away from the esophagus tissue. No pain or damages to the pt was noticed. It was confirmed that the pt was in good condition after the event and the hcp has not reported any further.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action- failure to detach, physician communication.